Event description:
The article lists info suggesting a pt being treated for spasticity with an implantable infusion pump (itb) experienced lumbar swelling and the formation on an encapsulated cyst enclosing the catheter connector. The pt lacked energy, fainted several times, experienced headache and nausea. Despite extensive testing, the cause of the cyst could not be determined. Flow testing did confirm the integrity of the pump and catheter. No action was taken to remove the system. The pt was monitored and, one year later, the cyst was still present but the patient's overall condition had improved. No additional info concerning event resolution and pt outcome was provided. Journal reference: hoving, md, et al. "The use of an indium dtpa flow study in the evaluation of a lumbar swelling in a girl with a baclofen pump." Neuropediatrics, 2006; 37: 99-101.